Manufacturer narrative:
Concomitant medical products: rv06 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead experienced a lead position check failure that disabled all atrial tachycardia/atrial fibrillation therapies. The ra lead also exhibited undersensing and low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.